Event description:
It was alleged that a freeflow occurred during use on a patient. It was noted that the IV was set at 6ml/hr in 500mls of saline, and upon initial startup the rapid infusion was detected. It was further noted that difficulty in establishing/hearing fetal heart rate was encountered and scalp electrodes were utilized. There was reportedly no patient/fetus consequences.